Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 529 to 600mg/dl and treated with an injection. Customer also indicated that product is not adhering to the skin. Troubleshooting advised customer on taping techniques. Customer declined high blood glucose troubleshooting. No further details provided.